Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) monitor has power but is not displaying any information and has a black screen. As a result, the ac3 was powered up several times to see if the monitor could display any information. Additional information received. The iabp was continuously restarted until the display monitor was functioning and kept on patient till the end of therapy. There was no report of patient complications or consequence.

Manufacturer narrative:
(B)(4). The reported complaint of system displayed blank screen is not confirmed. The returned display head passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) monitor has power but is not displaying any information and has a black screen. As a result, the ac3 was powered up several times to see if the monitor could display any information. Additional information received. The iabp was continuously restarted until the display monitor was functioning and kept on patient till the end of therapy. There was no report of patient complications or consequence.